Manufacturer narrative:
Device power up properly after battery installation. After battery installation device gave an unexpected partial display with horizontal lines on display due to vertical cracked lcd controller. Device received with operating currents within specification. Device passed self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No critical pump error alarms noted, however device received with corroded electronic assemblies, corroded motor home switch, and corroded battery tube.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had critical pump error. The customer's blood glucose was 4.6 mmol/l. The customer reported that they received the open book image on the insulin pump screen. The troubleshooting was performed for open book image. The customer was advised to discontinue use of the insulin pump, revert to a backup plan and the insulin pump will need to be replaced. The insulin pump will not be returned for analysis.